Event description:
An analysis was performed on the returned lead portions and the reported fracture of lead was confirmed. The reported pain allegation is beyond the scope of activities performed in the product analysis (pa) laboratory environment and is not an actionable issue which will result in confirmation of an event. During the visual analysis of the returned 294mm portion the unmarked and marked connector pin quadfilar coils appeared to be broken approximately 42mm from the end of the connector bifurcation. Scanning electron microscopy (sem) was performed on the unmarked connector pin quadfilar coil break (found at 42mm) and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the marked connector pin quadfilar coil break (found at 42mm) was identified as being pitted which prevented identification of the coil fracture type. During the visual analysis of the returned 294mm portion the unmarked connector pin quadfilar coil appeared to be broken approximately 53mm from the end of the connector bifurcation. The marked connector pin quadfilar coil appeared to be broken approximately 57mm from the end of the connector bifurcation. Sem was performed on the unmarked and marked connector pin quadfilar coil breaks and identified the areas as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting on one of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and both inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing sodium, magnesium, calcium, silicone, phosphorus and sulphur. With the exception of the observed discontinuities and abraded openings found on the outer and inner silicone tubes, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the fracture of lead reported. Note that since the (-) green electrode was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Event date - correction - inadvertently not updated on supplemental #01 submitted. Event description - correction - inadvertently not included on supplemental #01 submitted. Relevant test - correction - inadvertently not included on supplemental #01 submitted. Patient code - correction - inadvertently not included on supplemental #01 submitted.

Event description:
Clinic notes for the patient were received in which it was confirmed that the patient was found to have high impedance. It was stated by the physician that the high impedance was likely the cause of the patient's poor tolerability and recent chest pain which required an ER visit and CT chest scan was performed. CT chest scan did not find anything.

Manufacturer narrative:
(B)(4).

Event description:
Implant card for the patient was received indicating the patient received a full revision due to high impedance and battery depletion. The suspect product has not been received to date for product analysis.

Event description:
The explanted lead and generator were returned for product analysis. Analysis for the lead is currently ongoing. Product analysis for the generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.910 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 42.354% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by a physician's office that the patient was referred to the surgeon however they do not do vns replacements and the patient's lead was failing. It was indicated that the patient presented to the ER with chest pain and headaches. At this time, it is suspected this may be a high impedance issue, however further information is needed. No surgical intervention has been reported to date. No additional relevant information has been received to date.